Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was high yesterday before they went to bed. The patient bolused for 10units and then went to bed. The patient woke up and bg again read high and patient re-bolused and they called pump support. The patient¿s bg was 568mg/dl with confusion. Customer support (cs) was unable to fully troubleshoot as the reporter and patient are poor historians. A review of the history did show that the pump was possible in suspend from 539pm last night until this morning. This report is being made due to the hyperglycemic event due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2014 with the following findings: during investigation, a review of the suspend history showed no excessive suspend time around the date of the event; only typical usage was observed. The total daily doses for (B)(6) 2013 appear to be inaccurate due pump running on the default time/date setting. The pump was exercised for a 24 hour duration period with no self-suspending occurring. The pump successfully completed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. The suspend issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.